Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitor exhibited a reader position issue with no telemetry between the implantable cardiac monitor (icm), and became stuck on the interrogation screen. Power cycling of both the monitor and reader was performed, and a battery status check was conducted. The monitor reconnected with only one signal bar, but the telemetry bar still did not show, and no error codes were observed. The battery status was reported as acceptable until (B)(6) 2025. It was unclear whether the reader was being placed correctly on the implant, and the location of the linq was not confirmed. Education was provided regarding the behaviors, indicating they may occur if the linq battery is depleted or if the reader is not positioned correctly. The patient was referred to the clinic. The icm remains in the patient. No patient complications have been reported as a result of this event.